Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-030211-001r). Patient's kidney shut down, and she was admitted as inpatient on (B)(6), 2011. Emergency physician prescribed an antibiotic to which the patient experienced an allergic reaction. Patient also noticed redness on her side, and states she had a reaction to skin prep wipes which caused bronchitis.

Manufacturer narrative:
The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) and control samples (from stock) of lot 0k193 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes.

Manufacturer narrative:
Active investigation in progress; investigation results to be provided in a supplement report. (B)(4)